Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the inner stylet of a quick-core coaxial biopsy needle set could not be removed from the coaxial needle. This occurred prior to patient contact.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 28sep2021, it was reported that the procedure was completed using a same-type device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Nanjing changde med. Supp. Co. In china informed cook of an issue with a stylet from qcs-18-15.0-20t (quick-core coaxial biopsy needle set) from lot 13745310. The customer stated the stylet was screwed too tight in the outer part of the needle and could not be taken apart. The event took place prior to patient contact. The procedure was completed with a replacement device. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device, as well as a visual inspection of the returned product, were conducted during the investigation. One prior to use set was returned for evaluation. The trocar was able to be unscrewed from the needle hub with a lot of resistance. Additionally, a document based investigation evaluation was performed. The device master record (dmr) was reviewed. There are appropriate controls in place to detect damage prior to distribution. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots records no nonconformances. A review of complaint history found one additional complaint on the lot for the stylet being screwed too tight/unable to be removed (reported under medwatch report #1820334-2021-01910). The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded that the cause of this event was component failure. There is no evidence of manufacturing deficiency. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.